Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the staff noted that the intra-aortic balloon (iab) stopped working and was providing a low cardiac output. As a result, a new iab was used. There was no report of serious injury or death.

Event description:
It was reported that during use on a patient, the staff noted that the intra-aortic balloon (iab) stopped working and was providing a low cardiac output. As a result, a new iab was used. There was no report of serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of augmentation difficulty is not able to be confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab augmentation difficulty is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during use on a patient, the staff noted that the intra-aortic balloon (iab) stopped working and was providing a low cardiac output. As a result, a new iab was used. There was no report of serious injury or death.